Event description:
It was reported that the user experienced hyperglycemia while using the ilet system with a teflon infusion set after detaching the device to charge and consuming an energy drink, with glucose values of 345 mg/dl on cgm and 356 mg/dl on fingerstick, and glucose later returning to 179 mg/dl after reconnection. Symptoms included no reported clinical symptoms. Outcomes included no medical intervention, no emergency care, and no hospitalization. Investigation included customer care troubleshooting and education on device use and hyperglycemia management. Investigation of this case revealed that the exact cause of the hyperglycemia was unclear, though user detachment and recent intake could have contributed. It was concluded that the device function could not be confirmed as contributory and that the event resolved after reconnection and monitoring. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.